Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient was not sure they had a device but they used a programmer over it and the device was recognized by the programmer. The reporter stated they were ¿over the top angry¿ and were trying to control their body and would be cool. The reporter further stated they wanted their body back to normal. It was noted the patient was an emergency medical technician before they had a bad accident and wound up in a trauma situation. The reporter stated they had the device put in without their permission and consent. The reporter stated that they have raynauds and that sometimes the treatment works well and sometimes it does not. It was noted the patient had a few treatments for it, but it was hard for people to tolerate. It was further noted the patient was implanted around (B)(6) 2011. The reporter stated that they had changes in their head a lot and at times their voice was lowered. The reporter further stated the device was working off their vagus nerve and they had changes in their mood and they had gone mute like the device turned off their voice box. It was noted the patient stated they were not a hypochondriac and their hands were back to being cold. It was further noted that patient noticed symptoms that arise and they document them. It was noted the patient¿s mother documented their symptoms as well. The reporter stated they had a system for the vagus nerve that had been tweaked to be a deep brain stimulator. The reporter further stated their healthcare professional (hcp) used a patient programmer to locate the implantable neurostimulator (ins) and the light was orange until it was over the ins when it turned green. It was noted the patient stated they may have ¿charted¿ for the wrong patient or had been part of a double blind study. It was further noted the patient had an appointment scheduled with their hcp. The reporter stated they thought the device was put in for wound care and nerve blocks. The reporter further stated the ins had malfunctioned so much that they need to control their device and that was why they wanted a programmer. The reporter stated they were incarcerated at the time the ins was put in and they did not get the patient programmer and was not able to for several years. The reporter further stated that maybe they were part of some ¿weird study¿ done. Additional information was requested, but was not available as of the date of this report.